Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was making a grinding noise and was not delivering. At the time of the original complaint the initial reporter stated that there had been no adverse effects to the patient, that their pump had been replaced and that they had nothing else to report. No additional information was provided. [(B)(4)].

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, an MDR would not have been required.

Event description:
The initial reporter stated that the pump was making a grinding noise and was not delivering. At the time of the original complaint the initial reporter stated that there had been no adverse effects to the patient, that their pump had been replaced and that they had nothing else to report. No additional information was provided. Complaint (B)(4).